Event description:
This report is being filed after the subsequent review of the following journal article: vigneswaran nallathamby, hanjing lee, yap yan lin, jane lim, wei chen ong (2014) retained broken implants in the craniomaxillofacial skeleton craniomaxillofacial trauma reconstruction 2014;154-157. In this article the author looks at long-term reviews of cases of instances of retained broken implants. Follow up revealed no reported complications directly related to the broken implant. There was a case of a (B)(6) male patient who was involved in a road traffic accident. He sustained multiple rib fractures, left scapula fracture, cervical spinal processes fracture, and a left-sided orbitozygomatic fracture. The patient underwent surgery for a reduction and fixation of the orbitozygomatic fracture. Durin fixation, a 1.1mm diameter, 6-mm length drill with stop (matrix midface, depuy-synthes, paoli, philadelphia pa) broke and the distal tip was retained in the zygomatic body. The surgery was completed successfully without difficulties. The patient recovered well and was discharged. A one year follow-up did not show any complications. In conclusion there were no complications after facial fracture fixation as a result of broken implants. The author recommended that broken implants, including drill bits, should be left in situ as long as it is not overtly protruding of the surface or left in a joint. This complaint is for one drill bit a copy of the journal article is being submitted with this medwatch. This is complaint 1 of 1 for com-(B)(4).

Manufacturer narrative:
Device used for treatment not diagnosis. Vigneswaran nallathamby, hanjing lee, yap yan lin, jane lim, wei chen ong (2014) retained broken implants in the craniomaxillofacial skeleton craniomaxillofacial trauma reconstruction 2014;154-157. This report is for an unknown drill bit. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.